Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device malfunction was confirmed during evaluation. According to the investigation, the image abnormality occurred with the image sensor unit, due to damage to the image sensor unit (such as a broken wire) caused by stress during use or external factors or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the deflectable videoscope had e216 scope communication error occurs and the image disappears during angulation in right/left directions. It's unknown when the issue occurred. There were no reports of patient harm.